Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not deliver insulin as intended. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and customer declined to troubleshoot with tandem technical support.